Manufacturer narrative:
Medisiss responded to the customer with sterilization paperwork and the documentation to show that their devices were processed in accordance with the validated sterilization process. Medisiss confirmed that the customer received the follow up documentation; however, no additional info was received from the customer with regards to their internal investigation, or their conclusions post investigation. (B)(4). No devices were received for evaluation and no other issues were reported. A review of medisiss cleaning documentation of lot 40991 showed that all devices were cleaned and processed according to validated cleaning parameters. Each device was fully inspected multiple times to ensure that the devices were safe and effective for an additional use. Medisiss reviews all sterilization paperwork prior to release to the customer, and all processing parameters were met. Pallet density and configuration were reviewed again, and all areas met validated specifications. Other customer lots were also included in the sterilization cycle along with lot 40991 and no similar issues have been reported by any medisiss customer.

Event description:
The customer reported that three pts exhibited symptoms of infection after having surgery where a reprocessed device was used. Medisiss reviewed all reprocessing and sterilization records and found that all validated cleaning , packaging, and sterilization parameters were met for all devices returned to the customer. A site audit of the user facility was performed by the facility's director of clinical services, and the source of the infections could not be directly linked to the use of the reprocessed devices.